Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially stated that they received questionable results for a total of 150 patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module. There were no erroneous sodium results reported outside of the laboratory. The customer later provided data for a total of 15 of the affected patient samples. Of these 15 samples, two samples had erroneous results for ise indirect k for gen.2 (potassium) and ise indirect cl for gen.2 (chloride). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted 110 mmol/l for chloride. The sample was repeated on a different analyzer, resulting as 99 mmol/l. The second sample initially resulted as 6.4 mmol/l for potassium and 113 mmol/l for chloride. The sample was repeated on a different analyzer, resulting as 5.9 mmol/l for potassium and 102 mmol/l for chloride. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The potassium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer ran an air purge. He ran ise checks, ran calibration, and ran controls; all checks were within range. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.